Manufacturer narrative:
Correction: this complaint will be cancelled. This is a duplicate complaint of (B)(4). MFR report # 1917413-2021-00648 that has already been reported for malfunction.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, the device experienced clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: it was reported that the platelets are clumping. Issue: platelets clumping with no change in blood draw method.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, the device experienced clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: it was reported that the platelets are clumping. Issue: platelets clumping with no change in blood draw method.